Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. (B)(4). Evaluation: methods: no testing methods performed; results: no results available since no evaluation performed; conclusion: device discarded by user, unable to follow-up. (B)(4).

Event description:
It was reported that the cap on the hub of the preface sheath came off during an afib. Ablation procedure. The cap was replaced back on the hub and the procedure was completed without patient's consequence. This is MDR reportable as hemostatic valve capability is compromised and there is potential for bleeding or air embolism that might require additional intervention to prevent serious injury or death.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 17305648 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.